Event description:
Following the ventricular tachycardia procedure, damage to the common iliac vein was noted which required placement of a stent. After puncturing the femoral vein, an attempt was made to insert the sheath and dilator. However, there was resistance, so the sheath was removed. When the tip was checked, the dilator and guidewire were noted to be protruding from the vacuum relief hole of the sheath. Upon visual inspection, the vacuum relief hole appeared to be widened slightly. The sheath was replaced, and the procedure was completed. Following the procedure, the patient complained of pain in the ward, and damage to the common iliac vein was noted. On (B)(6), a stent was placed to repair the common iliac vein, and the patient is currently being monitored in the ward after the procedure. It is unclear whether the first or second sheath contributed to the vascular damage.

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported vascular damage could not be conclusively determined.